Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. Visual inspection reported no defects. The functional evaluation confirmed that the device could not generate an audible alarm, with the root cause determined due to be a software related issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was found to be unable to generate alarms under expected alarm conditions. No patient harmed, and no injury reported because this was found during service and repair.